Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg). Inoperable when exposed to monopolar electrosurgery. Advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not place their ipg into surgery mode as recommended. As a result the patient lost therapy. A manufacturer representative met with the patient and was able to recover the ipg. Effective therapy was restored.